Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon, evaluation, the front pulse wires were detached from the solder inside the distribution node. The cause of the non-functional therapy electrodes is the detached pulse wires. The root cause of the detached pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wires.